Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, the nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis in this case was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards reviewed the literature article 'is timing everything? Bioprosthetic valve fracture in valve-in-valve tavr'. Per the article, a patient with a 23mm magna valve underwent a valve-in-valve procedure after an implant duration of seven (7) years due to severe aortic stenosis (mean gradient of 54mmhg). The tavr was performed with a 26mm non-edwards transcatheter valve. The patient had an uneventful recovery and was discharged on pod #2. Approximately four (4) months post-tavr, the patient began experiencing increased dyspnea and dizziness. Tee revealed moderate-severe central aortic regurgitation. The decision was made to proceed with redo avr. The 23mm surgical valve and 26mm transcatheter valve were removed and replaced with a 25mm magna ease valve. The patient recovered well without perioperative complications.